Event description:
Customer reported that has experienced high and low blood glucose. Customer stated he has received a replacement insulin pump recently. Customer stated that he change his infusion set in the morning but his blood glucose was low at 48 mg/dl and was not feeling very well. Customer stated he thought he saw an air bubble and he tried to get it out and he is unsure if he did but there aren't any air bubbles now. Customer stated that he delivered an insulin bolus with his lunch but only managed to lower his blood glucose to 325 mg/dl. Customer felt light headed. Customer has not treated after that. He stated that the insulin pump wants him to take 5.7 insulin units but he is going to take 4 units due exercise. Blood glucose went up to 335 mg/dl. Customer got in contact after treating and stated that blood glucose was 245.1 mg/dl and that he knew the insulin pump was not the cause as he was able to lower his glucose. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.